Event description:
The following has been reported: agilia sp, sn: (B)(6). Complaint: error 49. This error occured before usage on the patient. (After turning on the pump). Therefore, no patient was involved. Replacement of spare part. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. Expertise: the subject device (model agilia sp, serial number) was not returned to our laboratory for analysis. However, suspected defective power board was sent back as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using a agilia sp test bench. Maintenance test 21 was done. It was stated that the super capacitor charged normally, reaching 2.48v. As well, the 5v safety booster was found functional, showing 5.28v. The observed values were compliant with technical specifications. In addition, super capacitor was voluntarily unloaded and reloaded. Then, a run-in test w as performed by triggering alarms. No technical error was triggered during this period. Therefore, the subject power board was found functional and the reported event could not be confirmed during investigation performed. However, reported error 49 was confirmed using the provided picture. Based on available information, the root cause of the reported issue remained unknown (not the power board). This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. Reporting as a conservative measure. No adverse effects were reported.